Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). Following predilation, a 3.50x32mm promus element &#10244;rug eluting stent was advanced but failed to cross the lesion. The stent was then removed and was noted to have shortened. The procedure was completed with a new 3.5x38 stent. No patient complications were reported and patient's status was fine.